Manufacturer narrative:
H10: during follow up with the customer, it was reported that the touchscreen was replaced to resolve the issue. The device was then returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's. During troubleshooting, the customer attempted to perform a touchscreen calibration device, but was giving error for a bad touchscreen. The customer was provided with a part number for a replacement touchscreen.